Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed numerous noise events coinciding with the day that the device was implanted. The noise was oversensed but did not lead to pacing inhibition with greater than two seconds of asystole. The noise was suspected to have been caused by air bubbles that were being released. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.